Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked when giving medication to a patient and needing to perform a puncture with an indwelling needle, he did not check whether the needle was intact, and after the patient was successfully punctured, the medicine kept oozing out of the needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#1356959. 1-the products of this batch were assembled at intima ii auto line 3 in december 2021, and packaged at cfs package line in january 2022. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the abnormal states of the defective sample cannot be identified, the root cause of the leakage cannot be determined.